Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-01300. It was reported, the patient's scs system was explanted (date unknown). The patient's grandfather reported, the device was explanted some time ago before he passed. The patient passed away (for unknown reasons) on (B)(6) 2011. The patient's implanting physician no longer practices in (B)(6). There is no other information available.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.